Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Catalog# - corrected. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was a restenosis located in the ostial right superficial femoral artery (sfa) with moderate calcification. The fox plus balloon was used for predilatation. During the first inflation at an unspecified pressure, the balloon ruptured. No resistance was noted during advancement or retraction. The balloon was withdrawn from the anatomy. An unspecified stent was implanted and post dilatation was performed with another fox balloon without issue. No adverse patient effects were reported. No additional information was provided.